Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation. The skin irritation was below the patient's nipple and appeared raw and red. The patient's relative, a nurse practitioner, advised the patient to use a hydrocortisone cream on the skin irritation. During a follow up call, the patient reported that the skin irritation was getting better with the use of the hydrocortisone cream. There was no allegation that a device malfunction caused or contributed to the patient's reported skin irritation.